Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had been experiencing high blood glucose levels and needed assistance with programming the insulin pump. Blood glucose level at the time of the incident was over 600 mg/dl. The customer reported that the high blood glucose levels had been taking place since the last visit to her doctor. Customer reported that her blood glucose levels had been from 400 to 500 mg/dl. Blood glucose level at the time of the call was 205 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The customer was sent a tubing clamp and was advised to call back to complete troubleshooting. The insulin pump was not replaced or returned for analysis.